Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the defibrillation coil was distorted, the distal conductor was stretched, there was blood/body fluid on several conductors (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression and there was apparent explant damage; partial lead in segments returned and analyzed.

Event description:
It was reported that the patient received several inappropriate shocks due to "sub-clavian" crush. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.